Manufacturer narrative:
(B)(4). Date sent: 3/14/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the tissue pad removed from the patient? Unknown. Did the patient¿s post-op care change as a result of the tissue pad being removed? No. What is the current status of the patient? Fine.

Event description:
It was reported that during a left colectomy the device gets tissue pad detached and fall into the patient. The piece was removed from the patient. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # m93k71 the device was returned with the tissue pad damaged, melted, not all present and a small portion was returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.